Event description:
It was further reported that in (B)(6) 2013, during the last clinic visit, physician stated that the subject was "doing very well" and "no worrisome symptoms".

Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, death occurred. In (B)(6) 2010, the patient was diagnosed with st elevation myocardial infarction and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in the mid left anterior descending artery with 95% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with direct stent placement using a 3.00mm x 38 mm taxus® liberté® long stent with 0% residual stenosis. The patient was discharged 3 days post- procedure on aspirin and prasugrel. In (B)(6) 2013, the patient's wife reported that the patient died due to enlarged heart. At the time of the event, the status of aspirin was unknown and the patient was not on study drug.

Event description:
It was further reported that in (B)(6) 2010, the patient presented with complaints of chest pain associated with diaphoresis and shortness of breath. EKG revealed anterior lateral mi. The target lesion has a pre-existing thrombus and was also treated with thrombectomy. The study drug was last taken in 2012.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem, other relevant history updated.(B)(4).

Manufacturer narrative:
(B)(4).